Manufacturer narrative:
During the visual inspection of the sample: a characterization of the sample was conducted and the following was observed: needle: was examined for visual inspection and measured in needle diameter, point type, needle type, needle radius/curvature and angle and the needle belong to product code. None of our reconciliation counts are out of the normal range and no non-conformances were issued for batch. It could not be determined what may have caused the reported incident of: the needle had an external diameter of 2.3mm instead of expected 2.1mm.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the needle had an external diameter of 2.3mm instead of expected 2.1mm. No further information is available.